Event description:
Reportable based on analysis completed on (B)(4)-2012. It was reported that during a chronic total occlusion (cto) treatment procedure, the device failed to cross the lesion due to a tip rotation failure. The 4cm in length cto lesion was located in the proximal right superficial femoral artery (sfa). A truepath crossing device was selected and used to cross the lesion. After a certain point of usage, the wire was stopping in the occlusion, therefore the device was removed. It was then noted that the tip of the truepath was no longer rotating, possibly attributed to a drive shaft fracture which is contained within the device. The physician concluded that the cto could not be crossed so the procedure was aborted. There were no patient complications and the patient was fine post procedure. However, returned device analysis revealed that the tip was delaminated.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned with the torquer and wire still intact. A visual and microscopic inspection revealed that the nickel tie layer was found delaminated from the tip. Two kinks were observed on the outer shaft, 1.5cm and 25cm from the distal tip. No tip rotation was observed during functional testing. The motor housing was then disassembled, and it was observed that the drive shaft was broken between the proximal outer shaft and the 7mm coupling. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).